Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system lost vacuum at the end of the standard flap creation resulting in an incomplete flap on the nasal side of the patient's right eye and the surgeon had to use a blade to open the side cut was completed during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of the technical service history showed no abnormalities that could have contributed to this event. The local field service engineer stated that the error was not duplicated during preventive maintenance, general service installation report tests were carried out, the system meets the specifications. The latest system verification was performed and included detailed evaluation in vacuum and flattening tests, but no issue could be identified and the system was meeting specifications. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed fourteen energy and performed fourteen treatments on that day. The energy was stable during the whole day. The logfile shows fourteen successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment cannot be identified in the logfile. The review of the complete treatment day shows that eight beam control checks were performed way before the start of the treatments and not immediately before the treatments. The review also shows that during all fourteen treatments the suction process was achieved without missed vacuum one or two and re-dockings. The review also shows that all treatments were performed with no or not relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause could not be determined based on the available information. The manufacturer internal reference number is: (B)(4).